Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device: 29 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced both a thrombotic stroke and a hemorrhagic stroke postoperatively. At implantation of the lvad, the patient required a right ventricular assist device (rvad) due to an inability to wean from cardiopulmonary bypass. The rvad was weaned off an explanted postoperatively; however, the patient experienced multiple strokes and went into a coma. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. Thrombus was confirmed during the evaluation of the pump. However, a correlation between the evaluation findings of the returned device and the reported strokes could not be conclusively determined. The pump was returned with the percutaneous lead cut approximately 17.5 inches from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found soft depositions of denatured blood in the inlet stator, outlet stator, and rotor vanes. The depositions appeared consistent with poor surface washing due to an interruption in flow. The distal portion of the outlet stator deposition contained a denatured, tissue-like thrombus. The thrombus did not show laminated layering, indicating that it did not form in the outlet stator. The tapered section of the rotor showed contact marks, indicating that the observed depositions were present while the pump was operating. The observed thrombus may have contributed the formation of the denatured blood depositions in the pump stators and on the rotor. All of the observed depositions would have caused increased rotor drag, resulting in the power elevations above 10w captured on the log file retrieved from the returned controller. The evaluation could not conclusively determine the origins of the outlet stator thrombus or a correlation to the reported strokes. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: CT revealed embolism in the right hemisphere. Anticoagulation at the time of the event was heparin. Eventually, multiple organ failure worsened. Ultimately, the expiry was caused by renal dysfunction.